Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2016 with the following findings: visual inspection revealed that the battery compartment and cap were undamaged and the cap was able to secure properly. During investigation, the pump powered up with auditory and vibratory alarms to a blank screen. The presence of audible tones and vibrations indicates that there is power to the pump. The user may mistake a blank screen for a power issue. The keypad buttons and the display were unable to be tested. The rewind, load, and prime steps and the 24 hour testing were able to be performed due to the blank display. The allegation of no power could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed damage to the electronically erasable programmable read-only memory (eeprom), resulting in a blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.